Manufacturer narrative:
Philips service replaced the h.v. Cable o3-o3, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a high voltage cable failure caused imaging errors on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.